Event description:
It was reported by the patient's attorney that as a result of having the product implanted, the patient has experienced serious and permanent injuries, pain, disfigurement, physical impairment, progression of existing conditions and has required and will require continued medical treatment.

Manufacturer narrative:
The sample was not returned. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use (IFU) which accompanies all devices currently addresses potential risks associated with surgically implanted materials. (B)(4).

Manufacturer narrative:
The finished product met all specifications prior to being released for general distribution. The instructions for use which accompanies all devices currently addresses potential risks associated with surgically implanted materials. See scanned page.

Manufacturer narrative:
(B)(4).

Event description:
Per additional information received the patient has unspecified urinary problems, unspecified bowel problems, recurrence, dyspareunia, bloody vaginal drainage, nausea, back/vaginal/pelvic pain, chronic pain, discomfort, stress incontinence, urge incontinence, urine leakage with coughing/sneezing, urge incontinence, anxiety, constipation, fatigue, urethral hypermobility, spleen pathway tenderness, suprapubic discomfort (discomfort), aching, blood loss, chest pain, and required additional surgical and non-surgical interventions.